Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a controller exchange for an unknown reason. Additional information provided communicated that the system controller was exchanged due to the modular cable being exchanged. It was indicated that there were no issues with the system controller. It was also stated that no products would be returned for analysis. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the primary and backup system controllers were swapped in order to replace the modular cable for outer layer damage.

Event description:
It was reported that a modular cable was replaced due to damage to the outer layer of the modular cable. There were no alarms associated with this event. Log file analysis was requested which revealed no unusual events recorded before or after the modular cable exchange. The system controller was also exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.